Event description:
The physician reported that a pt had uveitis approx one month post implantation of a mi60 iol in the left eye. The surgeon was uncertain about the cause of the inflammation. The pt was treated with steroid therapy and symptoms resolved. The pt's preoperative bcva was 20/80 and 20/20 after treatment for inflammation. The pt's prognosis as of (B)(6) 2011 was described as "resolved inflammation."

Manufacturer narrative:
The lens remains implanted in the eye; therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.